Manufacturer narrative:
Review of the supplied image revealed the arsenal tap had fractured and separated at the 60mm depth grove indicator. Both sections of the device are present in the photo indicating the patient did not retain a foreign body. Although the instrument in question was not returned for evaluation, a previous investigation for this type of event found that it results from multiple contributing factors including surgical technique, misuse, patient bone quality, improper measurement technique of the tap flutes. Although no product problem has been identified, engineering has updated the prints for all arsenal taps to aid in reducing this type of occurrence.

Event description:
Tap broke.